Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been re-implanted with a new device on (B)(6) 2021.

Manufacturer narrative:
Conclusions: according to the information received from the field the recipient experienced pain due to a migration of the implant housing from its intended position. A revision surgery to re-position the device was performed, during which the electrode array was pulled out of cochlea. A second revision surgery to re-insert the electrode was performed. However, the device was inadvertently damaged and explanted. The damage was confirmed during device investigation. In addition, three channels have been left extra-cochlear at implantation surgery. This is a final report.

Event description:
Per vigilance report, the recipient presented to the emergency room on (B)(6) 2021 with retro auricular pain which had started several weeks prior. On clinical examination, the implant body appeared to have moved under the skin (very protruding) and was intruding upon the external processor. On (B)(6) 2021 the recipient underwent a revision surgery to treat the migration of the implant housing and a skin flap issue, without any reported infection. During the surgical procedure, the active electrode array has been inadvertently pulled out from the cochlea. On (B)(6) 2021 a second revision surgery has been conducted to re-insert the active electrode array in the cochlea. During this procedure, electrode 4 was found slightly detached from the array; therefore, it was decided to re-implant the recipient with a new device.